Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the probe unit cap had chip/ sharp edge and 2 echo signal was missing, surface scratch was noted on the insertion tube, the adhesive was cracked on the bending section cover (a-rubber) and the angle wires were stretched and loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the ultrasonic gastrovideoscope had chip in the probe. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the two signals missing in the ultrasound image probe could not be determined, as no further information could be obtained related to the issue. Olympus will continue to monitor field performance for this device.